Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited noise oversensing which led to pacing inhibition. Programming changes were made to resolve the oversensing. The patient was in stable condition.